Event description:
Per the clinic, the patient experienced swelling, pain and bacterial infection at the implant site. Subsequently, the patient was treated with ten days course of oral and topical antibiotics from (B)(6) 2025. It was also reported that the patient was prescribed with another course of oral and topical antibiotics on (B)(6) 2025 (specific duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.